Event description:
The customer reported the device cannot turn on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device cannot turn on. There was no report of pt involvement. The customer declined to have the device evaluated or repaired by philips. There was no request for further action or response from the customer. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info.